Event description:
A baxter representative reported to customer service a pump with batteries that do not charge. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 29 2007. Evaluation summary: the reported condition of a pump with batteries that does not charge was confirmed. During product evaluation failure code 814:01 was found. Inspection of the device found that the cause of the failure code and reported condition was due to depleted and potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.